Manufacturer narrative:
(B)(4). D4: additional device information- product line correction. H4: device manufacturer date- additional.

Event description:
Subsequent to the initial MDR, a correction is required and additional information is available.

Manufacturer narrative:
(B)(4). The field entry does not represent the date of birth of the patient and should be read as ¿no information".

Event description:
It was reported that a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.